Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode device passed displacement test and self test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted. Device received with no moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label, broken belt clip rails and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 18mmol/ l at the time of the incident. It was reported that she had been receiving insert battery alarm and she changed battery 3 times already. The customer¿s blood glucose was higher than usual. The customer stated the display was not blank less than 30 seconds. Customer states display is blank currently. Insert battery alarm did not display on the pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.